Event description:
The pt underwent orthopedic surgery in 2002. A few days post operative, the drain was removed. Several days later an x-ray was taken and part of the drain was found to still be in the pt. 25 days later, a re-operation was performed and the drain part was removed. The retrieved portion was the blue part of the silicon drain and was 9.8cm long.